Manufacturer narrative:
Initial and final MDR 1961239 - MDR 3003442380- 2024 - 19842 - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 27-jun-2024 six infusion sets have occlusion issue. Troubleshooting was performed and occlusion was determined at site and skin irritation also occurred. No further information available.